Manufacturer narrative:
Analysis received the unit with a loose/tilted drive support disk. Analysis was unable to verify the compromised force sensor system alarm. However, the unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.